Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for treatment of a colorectal stricture due to malignant neoplasm, performed on (B) (6) 2007. According to the complainant, 334 days post stent placement, the patient died. The cause of death was reported as "not colorectal cancer related". The physician reported that the patient was not seen at the hospital after discharge for stent placement, the death did not occur at the hospital, and the only information available was provided by the patient's family. He stated that "it is clear that the death is not related with the prosthesis and that the cause of death was not progression of the disease, but we cannot say the exact cause of death."

Manufacturer narrative:
(B) (6) . (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for treatment of a colorectal stricture due to malignant neoplasm, performed on (B) (6) 2007. According to the complainant, 334 days post stent placement, the patient died. The cause of death was reported as "not colorectal cancer related". The physician reported that the patient was not seen at the hospital after discharge for stent placement, the death did not occur at the hospital, and the only information available was provided by the patient's family. He stated that "it is clear that the death is not related with the prosthesis and that the cause of death was not progression of the disease, but we cannot say the exact cause of death."